Manufacturer narrative:
Additional information was added to d1, d4, h4 and h6. H4: device manufacture date - the lot was manufactured between january 10-13, 2025. H11: the actual device was not available; however, a photographic sample was received for evaluation. The returned photograph was reviewed, and it was noted that there was fluid in the device¿s bladder which suggested a flow issue may have occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through an unspecified elastomeric device. It was observed that prior to connection to the patient, the elastomeric device did not slowly drip out the antibiotic and therefore the device was not connected to the patient. The device was filled with flucloxacillin 8g in 230ml total volume sodium chloride 0.9%. There was no patient involvement. No additional information is available.